Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the physician noted that he felt ¿strange¿ sensations when pushing the valve and delivery system through the esheath and "metal on metal" feeling when performing valve gross alignment. The physician indicated that there wasn't necessarily resistance through the sheath, but that it "felt strange" and he felt a ¿pop¿. The fcs explanted to the physician that sometimes a "pop" can be felt during insertion of the delivery system through the sheath, but the doctor indicated that this was a different feeling. The team was able to get the ds through the sheath, but the "metal on metal" feeling was when the physician was performing the gross valve alignment. The physician stated that "something was wrong". The team was able to perform valve alignment; however, they were unable to cross the native valve. The team tried to bav from the opposite side (going through the opposite groin) and the same/initial delivery system, however, still didn¿t cross the valve. The devices (valve delivery system and esheath) were removed and exchanged. Without bav being performed in between device exchanges, a new system was inserted and able to cross the native valve without difficulty. Upon removal, there was no damage seen to the valve, delivery system or sheath. There was no reported injury to the patient. The physician wanted to send the devices back for evaluation. Per pre-deco findings, a small piece got dislodged during removal of the delivery system. The team was able to retrieve the piece.

Manufacturer narrative:
A commander delivery system with crimped s3 thv on the inflation balloon was fully inserted through the sheath. The tip of the sheath damaged, with hdpe material dangling, but still attached. During processing of the devices (delivery system retrieved through sheath to prepare for decontamination), the hdpe material separated from the sheath tip. The returned device was visually inspected, and the following was noted: geometry of the material (¿teardrop¿ shape + groove aligning with liner seam) that separated from the sheath tip indicates that it is hdpe material from the inner diameter (ID) of the sheath tip, that reflows into the liner seam during manufacturing of the device. Gouge present in ID of sheath tip, indicative of thv strut interaction with unopen sheath tip. Radial damage on distal section of sheath. Scratches present on sheath tip, indicative of tip interaction with calcification. No manufacturing defects were noted on the complaint device.   Review of the provided imagery reveals that tortuosity and calcification were present in the patient access vessels. The right access vessel is undersized (mld 5.8mm) for use with a 16fr esheath (recommended mld 6.0 mm). No relevant functional testing was performed on the complaint unit due, as it was already fully expanded. Simulated use testing was performed on engineering samples in order to replicate the failure and inform root cause and risk analysis. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for lot revealed one other complaint for the reported resistance with delivery system and review of history for lot  revealed no other complaints for the reported sheath distal tip  separation. A review of complaint history on confirmed device complaints (returned and no product returned) from march 2019 ¿ february 2020 for the esheath introducer sheath (all models and sizes) for the complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Esheath instructions for use, device preparation manual, procedural training manual were reviewed for instructions/guidance on device preparation/usage. Precautions: caution should be used in vessels that have diameters less than 5.5mm or 6mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Procedural training manual: edwards esheath introducer set recommended access vessel mld for use with a 16f esheath and 29mm s3 thv is 6.0mm . Delivery system insertion: correctly orient delivery system and check position before insertion. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ¿ 2 cm. In expectation of high friction, use short movements. No IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event for resistance with delivery system was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Review of the complaint description suggests that the resistance may have occurred at the tip of the sheath (there wasn't necessarily resistance through the sheath, but that it "felt strange" and he felt a ¿pop¿). The presence of a gouge mark on the ID of the sheath is indicative excess force may have been required to open the sheath tip, which may also have resulted in radial damage to the sheath tip. A definitive root cause cannot be determined at this time. However, it may be possible that calcification in the vasculature constrained the unopened sheath tip, supported by evidence of scratch marks at the tip making it difficult to open and accommodate the thv. The reported event for the sheath distal tip ¿ separated was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Evaluation of the separated component indicates that the component is an artifact from the sheath manufacturing process. During manufacturing, a portion of the hdpe material at the tip ID may reflow and collect in the liner seam. Simulated use testing suggests it is possible for the ¿teardrop¿ feature to become damaged during clinical use of the device, with each interaction between the feature and a crimped thv. The reported complaint event indicates that the thv passed through the sheath tip at least twice (initial advancement + bailout). In addition, resistance likely occurred during thv advancement through the sheath tip, contributing to further friction between the components. Separation of the damaged component did not occur until processing of the device during engineering evaluation. The event had no clinical impact. Available information suggests that procedural factors (multiple interactions of the thv with ¿teardrop¿ feature) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, no corrective actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.